Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump stopped working. Customer¿s blood glucose was unknown. Customer performed troubleshoot but just flicked the lights on again behind the buttons. Customer advised to discontinue use of insulin and revert to back up plan. Insulin pump will be return for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. No blank display during testing.